Event description:
Balloon rupture.

Manufacturer narrative:
Customer report was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are smooth and there is thinning in the balloon material. There are no other defects detected with the balloon. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.